Event description:
It was reported that malposition of the device occurred. An embold soft 2x2 coil was selected for an embolization procedure for a lower gastrointestinal bleed. The coil was deployed; however, after attempted detachment, the coil was adherent to the pusher wire. Multiple maneuvers were attempted to retract the coil inside the microcatheter (truselect 130cm) but were not successful. The decision was made to attempt to retract the coil and microcatheter together until externalized. Once the microcatheter and coil contacted the base catheter, the coil detached and migrated down to the ileocolic artery. A superior mesenteric arteriogram was performed via the base catheter, showing the coil in a distal branch of the ileocolic artery; however, no evidence of decreased flow to the ileocolic segment was noted. No further products were used after the fact. The patient blood pressure was stabilized and pressor support was discontinued. The patient left the department in stable condition with no complications as a result of this event.

Manufacturer narrative:
Investigation results: device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the embold device was completed and confirmed that the reported event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.